Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 5mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, rotablation was performed with a 1.75mm rota but it did not work or hit well due to calcification inside the blood vessel. Then, it was replaced with wolverine. There was no problem in crossing the lesion, but the balloon ruptured due to calcification at 4atm during the first inflation. The procedure was completed with another of the same device. No patient injury reported.